Event description:
Healthcare professional reported left side "capsular contracture," baker grade iii, and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: white particles, fold creases, wear abrasion, nicks, broken shell with striated edge, and a curved sharp opening in the same location of crease, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A sharp crease opening assessed as fold flaw opening. Missing shell that is assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "capsular contracture," baker grade iii and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.